Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient went to emergency room after discovering that their infusion set was accidentally pulled out during use. The emergency room visit lasted several hours. The incident resulted in a blood glucose level of 403 mg/dl, accompanied by high ketone levels. The infusion set had been in use for one day prior to the event. To address the blood glucose issue, the patient attempted multiple daily injections (mdi). Treatment in the emergency room consisted of intravenous administration of saline solution and insulin. The patient was discharged from the emergency department on the same day, (B)(6) 2025. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code connection/adhesive issues- accidental - not infusion set related, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action CAPA determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion. Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.